Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. Further analysis of the lead demonstrated cuttings in the insulation which occurred most likely during the explantation procedure. Blood penetrated the lead. With regard to the dislodgement mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, the lead's distal part was partly pulled out of the ring electrode. This damage resulted presumably from the application of tensile forces during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this lead had dislodged as noted by no pacing during a routine follow up. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no adverse patient effects. The lead has been returned for analysis.